Event description:
It was reported to boston scientific corporation that an occlusion balloon catheter was used during a percutaneous nephrolithotomy procedure on the patient's ureter. According to the complainant, during the procedure, it was visible on image intensifier that the balloon burst. The balloon was removed without incident. The physician completed the procedure with a different device. The condition of the patient following the event was reported as "stable".

Manufacturer narrative:
Product unavailable for analysis.